Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos for evaluation. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that after use with an unspecified amount of bd vacutainer® k2e 5.4mg plus blood collection tubes the clotting occurred. Patient was re-drawn. The following information was provided by the initial reporter: citrate tubes coagulating and unable to analyse results leading to a recollection on patient.

Event description:
It was reported that after use with an unspecifed amount of bd vacutainer® k2e 5.4mg plus blood collection tubes the clotting occurred. Patient was re-drawn. The following information was provided by the initial reporter: citrate tubes coagulating and unable to analyse results leading to a recollection on patient.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.